Event description:
Reporter states the tubing should slip off the nipple on the face mask. With this batch the tubing will not slip off and the harder you pull the tighter it gets on the nipple making it less likely to slip off.

Manufacturer narrative:
Based on available info, this event is deemed a reportable malfunction because an oxygen mask that does not properly deliver the oxygen a pt requires can jeopardize stability and place the pt into a hemodynamically unstable condition. It is expectation that this device would not likely be used as this problem would be discovered on receipt of the product. The affected products would be expected to be replaced. A quality investigation revealed that the product was manufactured according to specification and no defects or non-compliance was discovered in the manufactured medium concentration oxygen mask. According to device specifications and assembly work instructions, the tube is attached and glued to mask connector. The tube is not intended to be disconnected from the mask during or prior to use. It is not indicated nor included in the instructions for use which are printed in the insert label. No additional event details are known at this time.